Event description:
It was reported that during a hysterectomy procedure that the hand switch did not activate. No error code was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/25/2008. Info anticipated, but unavailable at this time.